Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The device is reported to remain in the patient. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during an hip arthroscopy surgery the arthrex pushlock ar-2924phs was used. During the procedure the first anchor worked normal. The second anchor pulled out easily used with suturetape. The surgeon was not able to retrieve the anchor body and it will remain inside the patient. The surgery was completed successfully with an device from another manufacturer. No further information received at the moment. Further questions will be asked. Update 19-dec-2019: the hospital discarded the driver after surgery. According to the customer the anchor was located inside the hip joint but was unable to be retrieved. According to the surgeon there are no known consequences for the patient at this stage.